Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321 and (B)(4) was cleared in the united states. (Revision surgery, poor alignment). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was preoperatively diagnosed with kyphosis, and underwent posterior lumbar interbody fusion (plif) at levels t10/s2ai. Post-op, the rods broke due to which the patient had "poor alignment". Hence, the patient underwent a revision surgery, in which the rods were replaced, screws were added and constructing 4-rods fixation was performed. No fragment of the broken rods remained inside the patient. Patient outcome after the revision surgery is unknown.